Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged deep dry cough, difficulty breathing/shortness of breath, headache, nasal congestion, sinus infection, lack of sound sleep, chemical taste in mouth. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging an issue related to the CPAP device's sound abatement foam. The manufacturer previously reported in section b.2. Required intervention to prevent impairment/damage. After review, it was determined no required intervention to prevent impairment/damage was reported and this was incorrectly marked in section b.2. The report should have been sent for product problem only in section b.1.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged deep dry cough, difficulty breathing/shortness of breath, headache, nasal congestion, sinus infection, lack of sound sleep, chemical taste in mouth.the patient did not report to receive any medical intervention. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed.